Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implanted date provided by the reporter the connector type as assumed to be taper ii. Erosion and "band perforation" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a possible cause to these events. The reporter has declined to provide allergan further info regarding the event. Device labeling addresses the possible outcome of erosion as follows: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with advised surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain." Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases." Device labeling addresses the adverse events of perforation as follows: "perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems,thrombosis, and rupture of the wound." There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: gi perforation."

Event description:
Health professional re-ported, "gastric lap-band system explanted band erosion and band was removed... Due to band perforation."